Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was inoperable due to patient not charing scs ipg system. Surgical intervention took place where the ipg was explanted and replaced. Therapy was restored post procedure.